Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen, while the device otherwise functioned; the device was replaced, and the user was instructed to return the original after syncing data, shutting down the unit, and preparing for re-registration and start-up on the replacement. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continuation of glucose monitoring using the dexcom system and backup therapy until the replacement arrived. Investigation included a review of the user report and logistics for replacement. Investigation of this case revealed physical damage to the display assembly consistent with an accidental drop, with no operational malfunction reported. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.